Event description:
It was reported that a user experienced unusually high blood glucose while using the ilet system shortly after training, with concern for an infusion set issue and user-entered repeat ¿fake¿ meal announcements intended as corrections; the user checked ketones, reported none, then changed the infusion set and confirmed resolution, with no further issues and routine supply changes thereafter. Symptoms included hyperglycemia. Outcomes included restoration of glycemic control after infusion set change and education on appropriate meal announcements. Investigation included customer follow-up, data review, use pattern assessment, and troubleshooting and education on dosing behavior and cartridge/infusion set change. Investigation of this case revealed user technique and use of meal announcements as correction contributed to postprandial hyperglycemia, with an infusion set issue suspected and mitigated by replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement behavior, with possible infusion set performance contribution.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.